Event description:
It was reported that deployment of the proglide sutures were attempted in a common femoral artery using the preclose technique before an aortic valve repair procedure. The arteriotomy was a 5fr and during the aortic valve repair procedure the sheath was upsized to an 18fr sheath. Reportedly, a suture break occurred. A second proglide was used with the same results. A prostar xl was used to achieve hemostasis following the interventional procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture was returned intact; therefore, the reported suture break could not be confirmed. Inspection of the returned device indicated that an in-complete blow-through occurred as the posterior cuff successfully captured the needle during needle deployment, but failed to be ejected out of the posterior foot pocket as intended. Subsequently, when the plunger was removed from the device, the link was held on one end by the posterior cuff remaining in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs and anterior needle barb. Based on the investigation, the probable cause was determined to be incorrect deployment technique as the plunger was not fully depressed against the device handle. The visual inspection and performance verification done on the returned device did not detect any product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.